Event description:
It was reported that when the asymptomatic patient came in for a check, an excessive battery discharge was observed. Session record revealed that during the last month, the battery significantly dropped in a six day period. Patient is at a nursing home and is dnr. The hv therapy was programmed off. Patient is scheduled for a monthly interrogation to monitor for eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.